Event description:
As reported, approximately 3 years post op the initial left tka, this 71 y/o female patient was revised due to wear of the tibial insert. The patient was experiencing knee swelling and pain. Breakage and wear were observed on the retrieved tibial insert. The surgeon decided that there was no problem found on the locking mechanism of the tibial tray, and after removing all proliferative tissues, only the insert was replaced. Device is not retuning, device is given to patient.

Manufacturer narrative:
Pending evaluation. Concomitant device(s): 2160093, 02-010-03-0210 - logic cr cement femoral left, 1; 4828295, 02-012-45-1010 - logic fit cement tivial tray 1f/1t; 4000019040, a10012 - gps disposable kit; 993320, tn190-119-05 - oscillating blade m-class 19x1.19x105; 1017596, tn193-119-90 - oscillator blade m-class 19/13x 1.19x90mm; unassigned, z99007 - logic tka set; unassigned, zinfo-01 - information provision fee; unassigned, zoscl-01 - oscillator; unassigned, zream-01 - reamer.

Manufacturer narrative:
Section h10: (h3) the revision reported was likely the result of wear of the tibial insert, which led to the patient¿s pain. A contributing factor to the severity of the wear and delamination may have been result of being packaged in a non-conforming vacuum bag for more than five years. Section h11: the following sections have corrected information: (h6) component code: 4316, appropriate term/code not available.